Event description:
The patient's daughter reported that the patient had fallen (no date provided), and "broke open the battery." Subsequently, the patient had developed an infection "sometime around easter 2007", and the system had been explanted. No product has been received for analysis. Additional information has been requested from the physician.